Event description:
A malfunction was reported when a specific error code appeared, indicating an issue with the pump. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided instructions for resetting the pump; however, the issue persisted. As a corrective measure, the customer will use manual insulin therapy and return the defective pump using the pre-paid label provided. A replacement pump will be issued, and the customer understood how to put the pump into storage mode before returning it.